Event description:
It was reported that when a device was used during a laparoscopic adnex, the device did not fire completely. Another device was used to complete the case. There was no consequence to the pt.